Manufacturer narrative:
Pt info: unk. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- clinical engineering. PMA/510(k)- k130520. The actual sample was received for evaluation. Visual inspection revealed no anomaly including a breakage in the appearance. The actual sample was built into a circuit with tubing, and normal saline was circulated in the circuit at each flow rate, while the pressure drop was determined. The obtained values were confirmed to be higher than that obtained with a current product sample. The oxygenation module of the actual sample was visually inspected, and formation of blood clots was observed. The actual sample was fixed by being filled with glutaraldehyde-containing normal saline, and then the housing and the filter were removed. Visual inspection of the oxygenation module found formation of blood clots. Based on the shape of the blood clots on the bottom, it was thought that the clots may have formed between the time the actual sample was stored and the time it was returned. The oxygenation module was visually inspected while the fiber layer was removed gradually. Formation of blood clots was observed throughout the fiber. No anomaly was noted in the winding state of fiber. The heat exchanger was removed from the outer cylinder and subjected to visual and magnifying inspections. Formation of blood clots was observed throughout the heat exchanger. Any deformity that could lead to a clogging was not observed in the heat exchanger. The fiber was inspected under an electron microscope. Red blood cells deformed red blood cells (echinocyte), platelets and other blood cell components were found adhered to the fibers, and fibrin net formation was observed. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. - adequate heparinization of the blood is required to prevent it from clotting in the system. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. According to the results of the investigation, adhesion of red blood cells, deformed red blood cells (echinocyte), platelets, and other blood cell components, and formation of fibrin net were observed. As for the cause of occurrence, it was presumed that the pressure increased due to the formation of blood clots, echinocyte, and aggregation of platelets. However, the exact timing of the formation of blood clots or the factors of the echinocyte or the aggregation of platelets could not be clarified. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox custom pack was used during the procedure. The case was a tga/pjaten, rvots; the techniques: rv-pa, pa plasty. After extracorporeal circulation was started, the pressure of the oxygenator increased. They continued the procedure without exchanging the oxygenator and was finished successfully. The patient was not harmed.